Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n417288, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient didn¿t have stimulation on the right side of the head and headaches had increased. There were no known factors that could have led to the issue. The rep interrogated the ins and checked impedances which showed electrodes 8, 9, and 10 were over 20,000 ohms. The rep attempted to reprogram around the electrodes without success. The rep explained to the patient that the lead and extension were no longer made but would need to see a surgeon for a potential revision. No further complications were reported.